Manufacturer narrative:
Service was dispatched due to the customer reporting a single false elevated anti-hbs patient result on the architect (B)(6). Service performed significant troubleshooting of the issue and replaced the manifold valve as likely cause for the issue. Service verified the system function with a control/precision run. The service history of the (B)(6) verifies no subsequent discrepant anti-hbs results have been reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a (B)(6) architect anti-hbs result of (B)(6) was generated for a patient sample (ID (B)(6) that retested (B)(6) at (B)(6). No adverse impact to patient management was reported.